Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope was immersed without the water-resistant cap applied. This issue occurred prior to use during set up. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, the endoscope was not covered with a water-resistant cap and was immersed. The root cause could not be identified. Based on the results of the investigation, the root cause could not be identified, the investigation concluded that there were differences in the handling of equipment and understanding of reprocessing procedures between olympus' recommendations and the facility. According to the investigation, the reported issue is detectable and preventable by handling device in accordance with the following IFU. Instructions evis lucera colonovideoscope olympus cf type h260al/I reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.